Event description:
Report received of missed therapy with no pump alarm. The patient was receiving unasyn. The pump was programmed to deliver 133ml to infuse over 2 hours every 6 hours with a kvo rate of 0.4ml for 4 hours. The total volume of the bag was 540ml. The nurse reported that when she went to change the bag, the pump display indicated that all doses were given but the bag was still half full. There were no reported pump alarms. The pump was kept in a fanny pack. There was no reported adverse patient event. The pump was replaced and therapy was continued with a new IV bag. The patient reportedly missed two doses of the antibiotic.